Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone trifocal toric rao613z batch 043211855 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this an isolated event. No other incidents, of any type, have been received against the rayone trifocal toric rao613z batch 043211855. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of optic damage during/following implantation into the eye.

Event description:
On 29th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that immediately following implantation into the eye the optic was observed to have cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone trifocal toric rao613z batch 043211855 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this an isolated event. No other incidents, of any type, have been received against the rayone trifocal toric rao613z batch 043211855. The device was returned to rayner for evaluation. Incomplete device received. No injector was returned. Inspection of the returned lens under x10 magnification identified the optic to be split and that one of the haptics was broken. The condition of the returned iol prevented any testing from being performed. The root cause of the lens damage could not be established from the limited product evaluation performed.

Event description:
On 29th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that immediately following implantation into the eye the optic was observed to have cracked necessitating lens explantation and exchange.